Event description:
It was reported that the implantable cardiac monitor exhibited backup vvi operation while still in the box. After a device software download, normal device function resumed. The device was not implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.